Manufacturer narrative:
As per manufacturer's technical support, he talked with the user facility's biomedical engineer and that he did some troubleshooting with the new hard drives but would like to replace the new coin battery that reads only 2.8 volts. He will send back the old one for further repair and testing. This complaint is related to (B)(4) / MDR # 1828100-2018-00373

Event description:
Upon receipt of the device, the user reported that the coin battery reads only at 2.8 volts. There was no patient involvement.

Manufacturer narrative:
The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) measured the voltage of battery at 3.3 volts (v) which is within +/-10% of the nominal 3v. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress but not yet concluded.